Event description:
It was reported that during a case after a tissue sample was taken out, the vacuum was still sucking during clear probe. The case was completed manually and they were able to retrieve adequate samples for the lab.

Manufacturer narrative:
Info anticipated, but unavailable at this time.